Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the anti-contamination sleeve was cut off at the connection with the fixing ring and repaired with tape. The time of occurrence is unknown. It was also reported that the patient was successfully weaned and survived normal explant.

Manufacturer narrative:
The investigation for the reported sterile sleeve damage has been completed. The investigation for the reported sterile sleeve damage has been completed. The product was returned, and it was confirmed that the sterile sleeve of an impella cpc8 was damaged. Per the results of the evaluation " the sleeve was confirmed to be intact when the pump was placed. The damage likely occurred when the position was adjusted in the surgical field drape, the sleeve and fixing ring were not visible during the repositioning, and it is possible that excessive force was applied". The results of the investigation state "the product was returned, and the sterile sleeve damage was confirmed. The sterile sleeve had broken off of the tuohy fixing ring. The root cause of the pump damage was determined to be use related as the abiomed representative specified the sleeve and fixing ring were not visible during repositioning and it was possible that excessive force was applied. This report is being filed as part of a retrospective review of historical records.